Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (296 mg/dl-408 mg/dl) with low ketones. Customer changed out cartridge, tubing, and site and bg level increased to 470 mg/dl. Customer delivered a correction bolus to treat elevated levels. System check was performed with tandem technical support and no issues were identified. Pump history was reviewed and bolus delivery was confirmed. Customer changed the infusion site, reattached tubing, filled cannula, and resumed insulin delivery. Recommendation was made to consult health care provider regarding possible causes for elevated bg levels.